Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided) and thought the pump would deliver the bolus without user interaction. Tandem technical support informed customer that the pump does not have this function and explained to the customer on how the bolus function works. Customer acknowledged information.